Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet with a libre 3 plus sensor, with blood glucose reaching 401 mg/dl and previously trending up from 352 mg/dl; the user reported no symptoms and requested support regarding insulin delivery and algorithm steps, and education was provided on performing a full supply change if glucose does not trend down after 90 minutes. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial